Event description:
Product analysis on the handheld was completed on (B)(6) 2012. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional. The serial cable was not returned. Product analysis was completed on the flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2012, it was reported that interrogation was not possible for a patient's device. A cyberonics representative was present and replaced the wand battery; however, interrogation was still not possible. The cyberonics representative connected the physician's wand and serial cable to her handheld, and interrogation was successfully performed. The cyberonics representative suspected the serial adapter port on the physician's handheld was causing the issue. No damage to the pins of the serial port adapter was visible; however it was noted that the connection between the handheld and the serial cable was loose. Attempts to hold the serial cable in place were made; however, a reoccurring message of "failure to program" was witnessed. The physician's handheld was returned to cyberonics on (B)(6) 2012 and is currently undergoing product analysis.